Event description:
(B)(4) study. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction. In (B)(6) 2008, the patient was diagnosed with stable angina (ccs classification: 2) and cardiac catheterization was recommended. The target lesion being treated was located in the proximal left anterior descending (lad). The lesion was 70% stenosed, 2.75mm in diameter and 15mm long. The lesion was treated with predilation and placement of a 2.75x24mm study stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, while still hospitalized for a hip replacement the patient was diagnosed with myocardial infarction. The patient underwent cardiac catheterization without revascularization. The patient outcome was unknown at the time of discharge.

Event description:
It was further reported that the previously reported myocardial infarction was corrected to the patient experiencing non- cardiac chest pain. The patient was treated medically.

Manufacturer narrative:
Device is a combination product. Patient identifier : (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).